Event description:
It was reported thrombosis occurred. On (B)(6) 2025, a left atrial appendage closure (laac) procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. At a routine follow up, the patient was noted to be hypotensive, and a thrombus was reported to be on top of the closure device. The device looked stable and in an adequate position. The patient was instructed to continue taking a regimen of aspirin and eliquis. There were no further complications reported.